Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer¿s blood glucose (bg) was 111 mg/dl which resulted in a seizure. Customer was treated in the emergency room (ER) with fast acting insulin. After a couple of hours, customer left the ER in good condition; bg remained at 111 mg/dl. Cause of elevated bg was not reported.